Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) detected high out of range shock impedance. Primary sense vector has no event recorded and all myopotentials posture actions have been taken with no noise. X-ray imaging was obtained and sent to technical services for review. No adverse patient effects were reported. This s-ICD remains in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) detected high out of range shock impedance. Primary sense vector has no event recorded and all myopotentials posture actions have been taken with no noise. X-ray imaging was obtained and reviewed by technical services, who noted the lateral view suggests the electrode may not be implanted deep enough. Technical services discussed next steps for the health care professional (hcp), including a monitor and wait approach versus defibrillation threshold (dft) test. No adverse patient effects were reported. This s-ICD remains in service. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) detected high out of range shock impedance. Primary sense vector has no event recorded and all myopotentials posture actions have been taken with no noise. X-ray imaging was obtained and reviewed by technical services, who noted the lateral view suggests the electrode may not be implanted deep enough. Technical services discussed next steps for the health care professional (hcp), including a monitor and wait approach versus defibrillation threshold (dft) test. No adverse patient effects were reported. This s-ICD remains in service. Additional information received 02-jan-2025 indicates manual synchronous shock testing was performed, resulting in shock impedance of 199 ohms. The cardiologist has decided to schedule a repositioning procedure later. No adverse patient effects were reported.